Event description:
During an incident in 2002 involving a pt of unk age in full cardiac arrest with CPR in progress, this defibrillator was being prepared for use and while the electrode pads were being attached to the red and white cable snap connectors it prompted "check pt, stand clear" as if attached to a pt. The cable/pads were never connected to the pt. Als arrived and took over care, CPR was continued and the pt was pronounced at a hosp.